Manufacturer narrative:
Siemens technical operations has confirmed that the trig_c assay reagent lots 348297 and 359932 are not linear to the instructions for use (IFU) claim of 550 mg/dl (62.15 mmol/l). Siemens diagnostics is investigating this issue.

Event description:
The customer has observed a drop in linearity for the triglycerides_2 concentrated assay when using reagent lot 348297 on the advia chemistry 2400 instrument. The linearity study was carried out on three different advia chemistry 2400 instruments. In addition a linearity study was also carried out on the new lot of triglyceride _2 reagent 359932. A comparison of data was provided between the two different reagent lots used for the linearity study. There were no reports of patient intervention or adverse health consequences due to the trig_c assay not meeting linearity claims.

Manufacturer narrative:
The initial MDR 2432235-2016-00101 was filed on 2/26/2016. Additional information (2/29/2016): siemens healthcare diagnostics has confirmed the trig_c reagent kit lots 348297 and 359932( smn 10697575) used on the advia 1200, 1650, 1800, 2400, and xpt chemistry systems does not meet instructions for use (IFU) linearity claim at the upper limit of the assay range as it approaches end of shelf life. Internal testing demonstrated that a patient bias (-12% to -15%) may be seen at concentration levels between 450 to 550mg/dl. Linearity is reduced by approximately 31% at higher triglyceride concentrations up to 1200mg/dl (13.56mmol/l). An urgent field safety notice (ufsn) chc16-03.a.ous was sent to ous customers and a urgent medical device recall (umdr) chc16-03.a.us was sent to us customers in march of 2016. The ufsn and umdr state that customers are to discontinue use and discard reagent kit lots 348297 and 359932.